Manufacturer narrative:
Initial and final MDR 1911195 - MDR 3003442380-2024-14364 - device 2 of 3 e1: patient city: (B)(6) patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that patient faced infusion set cannula bent event and got hospitalized. Insertion site was at abdomen. The set was was in use for one day and patient noticed bent cannula after one day of use. Blood glucose levels were 460 mg/dl at the time of event and ketones levels were 0.3 (no units available). Patient took pen injection to treat high blood glucose levels. Patient got hospitalized for 2 hours. No further information available.